Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the received information, the device had a crack in the housing where electrolyte leaked out and there was contact to the patient's mother. The device has been disposed and will not be received for investigation.

Event description:
Dacapo power pack showed electrolyte leakage. No injuries were reported.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been received. Should the device be returned to the manufacturer, a device failure analysis will be submitted as a follow up report.

Event description:
Dacapo power pack showed electrolyte leakage. No injuries were reported.